Event description:
It was reported that a small volume infusor leaked into its overpouch. This occurred during storage of the device. The device had been filled with fluorouracil and saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14k010 was manufactured between october 8, 2014 and october 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The device was visually inspected and functionally flow tested. The device showed no abnormalities that could have caused or contributed to the reported condition. The reported condition could not be verified, as the device operated within the desired product specifications and no evidence of a leak was noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.